Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced musculoskeletal pain ("muscle and joint pain"), fatigue ("fatigue") and nervous system disorder ("neurological disorders"), 8 months 31 days after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, musculoskeletal pain, fatigue and nervous system disorder outcome was unknown. The reporter provided no causality assessment for allergy to metals, fatigue, musculoskeletal pain and nervous system disorder with essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2008 and (B)(6) 2008 reported. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2016: positive for nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.